Event description:
It was reported that during device change out for normal eri, externalized conductors were observed via diagnostic imaging. Also noted was a variation in threshold. Lead remains implanted and patient will be monitored.